Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No unexpected battery alarms were noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported by the customer's nurse that the insulin pump is not recognizing the battery. They have changed batteries several times. Advised insulin pump will be replaced. No additional info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).